Event description:
It was reported that the patient was experiencing buring and discomfort at the ipg site. The patient underwent a procedure wherein the ipg was replaced and repositioned. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.